Event description:
It was reported that the healthcare professional (hcp) requested for review of reports after patient had seizures. Boston scientific technical service (ts) reviewed and noted right ventricular (rv) threshold at 1.4 volts and current output was at 2.0 volts which is not two times safety margin. Moreover, ts confirmed capture on presenting electrogram. Ts then advised further evaluation with the rv pacing. This lead remains in service. Additional information indicated that this lead was explanted due to infection. No new lead was implanted. No additional adverse patient effects were reported.